Event description:
As reported by the user facility: according to the complainant, an infusomat space pump (material # 8713051u) was being used to administer intravenous (IV) fluid on an unknown date in (B)(6) 2025. Reportedly, during the bedside shift change, the primary nurse confirmed that the pump was infusing at the prescribed rate of 48 milliliters per hour (ml/hr). However, an hour later, during the morning assessment, the pump was found to be infusing at 9 ml/hr. When informed, the primary nurse attempted to reprogram the pump, but it consistently reverted to the incorrect settings. The complaint device was not returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.